Event description:
Reporter noted error message occurred, tried rebooting, but unable to clear. Case was completed, but delayed while they changed systems. Following cases were cancelled.

Manufacturer narrative:
Waiting for eval results.